Event description:
Customer reported that the radiological parameters are out of tolerance. No patient injury was reported.

Manufacturer narrative:
Possible aro. A ge representative evaluated the system and adjusted the radiological parameters into tolerance. System operates as intended.